Event description:
Follow-up information revealed the patient's ipg was not completely inoperable. However, the patient underwent surgical intervention wherein the ipg was explanted an replaced with a different model. The patient desired to have updated technology.

Manufacturer narrative:
1627487-07262012-002-r; 1627487-1219211-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. It is unknown when the patient last recharged the device or had stimulation. In turn, the patient will undergo surgical intervention as the next course of action.